Event description:
The customer contact reported a charred ac power cord. The customer contact reported the device was returned to the biomedical dept from an unspecified area "not working." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, a burn mark was found on the female end of the ac power cord and "black soot" was noted. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.